Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 ii assay on an unknown roche elecsys analyzer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The patient sample was initially tested on the customer's roche analyzer. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a cobas 8000 e 602 module (e602). The model and serial number of the customer's roche elecsys analyzer were asked for, but not provided. The serial number of the e602 analyzer used for investigation is (B)(4). Tsh reagent lot number 328081, with an expiration date of december 2018 was used on this analyzer. Calibration and controls were ok on the e602 analyzer used for investigation. The investigation did not identify a product problem.  The cause of the event could not be determined.  Different assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.